Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative tricuspid regurgitation (tr) with a grade of 5. The first clip (80328u122) was implanted on the anterior posterior leaflets. During advancement of the second clip, it was noted the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment / slda). The 2nd clip was implanted, securing the 1st clip. Two additional clips were implanted, reducing the tr to 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to the challenging patient anatomy (prolapsed leaflet). It should be noted that the mitraclip instructions for use states: the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The mitraclip device was used on the tricuspid valve, which is considered an off-label use of the device; however, this did not contribute to the slda. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.